Event description:
The following has been reported: biomed reported: pump problem red alarm no patient harm or infusion stoppage reported. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.